Event description:
It was reported that at least 5 secondary sets separated at below the drip chamber. The event occurred in the pharmacy department. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: b5 and h6 patient code.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that at least 5 secondary sets separated at below the drip chamber. The event occurred in the pharmacy department. There were no adverse effects caused to the nurse from the event. Although requested, additional information was not provided.